Event description:
Same case as 2134265-2011-04998 and 2134265-2011-04966. It was reported that during a rotational atherectomy procedure, a guide wire fracture occurred. The 99% stenosed lesion was located in a moderately tortuous and severely calcified proximal left anterior descending (lad) artery. Two ablation passes were performed successfully with a 1.25mm rotalink plus unit and a 330cm rotawire floppy guide wire and then the burr was removed from the body. The decision was made to go back in with the 1.25mm rotalink plus, so a rotational speed test was performed on the burr catheter outside the body. During this process, the rotawire floppy guide wire became fractured outside the body. The fractured wire was exchanged for a new 330cm rotawire extra support guide wire, and a rotational speed test was performed. This rotawire guide wire also became fractured outside the patient's body. The procedure was then completed with a 1.5mm rotalink plus and a new 330cm rotawire floppy guide wire. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).